Event description:
It was reported that a crack was noticed on the cadiere forceps. The issue was identified during the procedure. The issue was resolved by replacing the instrument. The procedure was completed with no reported injury. There was no delay reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have a broken grip at the grip base. A piece approximately 0.220" x 0.596" was found to be broken off. The broken piece was not returned.